Event description:
There was no pt involved in this event. The device malfunctioned that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to spec to up the return of the device to heartsine on (B)(6) 2013. The investigation confirmed that there was a problem when an attempt was made to upgrade the software on the device to version 3.2.0 using the heartsine universal upgrader. This device was replaced within 24 hours. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.